Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass roux-en-y procedure, while they closed the common opening of the jejunostomy, upon inspecting the staple line, the distal portion of the staple load did not lay staples on the tissue, there were staples toward the central and proximal end of the staple line. The incomplete line had to be repaired using suture to prevent the risk of a leak. There was no patient injury.